Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/04/2025, a sales representative reported via phone that an ar-2324kbcc biocomposite knotless swivelock® anchor pulled out. This occurred during a rotator cuff repair on (B)(6) 2025 when engaging the knotless mechanism the anchor pulled out. All portions of the device were removed from the patient. The case was completed using a 5.5 swivelock that was inserted into the same pre punched hole that was prepped using a punch. The patient had a good bone quality. There was a delay of about two minutes. There was no patient harm.

Manufacturer narrative:
-Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Per dfu-0087-eo - g. Precautions - 4. Pushlock and swivelock suture anchors only: during anchor insertion, ensure that the angle of anchor insertion is coaxial to that of the previously prepared bone socket. The most likely cause for the reported failure can be attributed to user error of the device due to improper surgical technique, misalignment insertion, and/or prying/leveraging of the device during insertion.